Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR reports: 1627487-2020-22131 and 1627487-2020-22132.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR reports: 1627487-2020-22131 and 1627487-2020-22132.   It was reported the patient had the scs system removed because he was hospitalized due to sepsis. The date of the removal procedure was undetermined at this time. No additional information was available or provided.